Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a rising shock impedance from 73 ohms in 2013 to 119 ohms in 2021. Technical services (ts) provided troubleshooting recommendations. Additional information was received. This ICD recorded an alert for shock impedance high out of range. The patient was referred back to the clinic for follow-up and troubleshooting. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a rising shock impedance from 73 ohms in 2013 to 119 ohms in 2021. Technical services (ts) provided troubleshooting recommendations. Additional information was received. This ICD recorded an alert for shock impedance high out of range. The patient was referred back to the clinic for follow-up and troubleshooting. Ts discussed the impedance has been consistently high for the past year and fluctuating. The recorded events also do not show any noise and it was recommended to see the patient in-clinic to perform provocation test and see if any noise is reproducible. The ICD remains in service. No adverse patient effects were reported.